Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During pulse delivery the probes migrated about 2 cm. The physicians quickly stabilized the probes for the remainder of the treatment. The probes were removed and a post ablation CT scan was performed. The treating physicians were pleased with the post imaging results.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. A review of the quality inspection, tests and service documentation determined that the device met specification and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the reported probe migration could not be determined. Since the device was not returned a device evaluation could not be performed. This event will be trended and monitored by the angiodynamics complaint handling department. (B)(4).